Manufacturer narrative:
(B)(4). Date sent: 6/6/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: this was the first attempt firing the device. There is the one reload from initial attempt still in the device. The anvil side of the distal tip of stapler is bent and there is a large defect on the anvil pockets. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when they tried to fire it wouldn't and they tried to close it but the distal tip seemed malformed causing it to be removed from the port. They got another device to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # 388c11. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a battery pack, without the anvil and the opening spring, with a gst60t reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel. In addition, an extra door was returned. The anvil and opening springs were not returned for analysis. During the visual inspection, a wing of the knife was broken off and the knife was noted as partially advanced. This condition could be as result of the missing anvil. No conclusion could be reached as to what caused would not fire and would not close. The event reported of damaged jaw was confirmed and it is related to improper use of the device. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload. The damage to the knife and anvil is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 388c11, and no non-conformances related to the reported complaint condition were identified.